Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 15-sep-2016. The regional service center (rsc) service log review does not confirm the reported gas monitoring issues. The log does confirm starting at 243b 0d 03:32:19 for a period of 190 seconds, a scheduled automatic low calibration was in progress. During the calibration, the device switched from therapy gas to room air to re-establish cell zeros. During automatic calibrations, the drug delivery continues to the patient. Therefore, there is no drug withdrawal from the patient during automatic calibrations that contributed to the patient's desaturation. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no fault found. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from (B)(6) called mallinckrodt customer care to report a device issue with inomax dsir (B)(4). The reporter stated the device reset and the monitored oxygen value and monitored no value dropped resulting in patient desaturation. The patient was a (B)(6) newborn with a birth weight of (B)(6). The patient's diagnosis was pphn and was being transported while receiving inomax at 20ppm. The patient was receiving sedation (type not reported), and also dobutamine along with being mechanically ventilated with a cavitron mvp-10 ventilator on the following settings respiratory rate 40, pressure control 32cmh2o, peep 8cmh2o, and 100% oxygen. A follow-up reporter stated the patient had oxygen saturations in the low to mid 90's. She reported that the patient was stable but labile on these settings. She reported that during the transport at 03:10am they heard the dsir beep/alarm and the monitored values change to the following, oxygen =21%, and nitric oxide= 0ppm, and nitrogen dioxide= 0ppm. She did not report any active low or high priority alarms showing at that time. She reported that no nursing care was ongoing at the times the monitored values changed. They noticed an oxygen desaturation from the low 90's to the high 70's, low 80's. The patient was immediately removed from the ventilator and given positive pressure ventilation utilizing the inoblender and manual resuscitator with 20ppm and 100% oxygen. The patient immediately responded and the oxygen saturation increased to the previous levels in low 90's. At this time they noticed the monitored values on the dsir were again displaying oxygen 100% and no 20ppm. The patient was returned to the ventilator and remained stable for the rest of the transport. No hypotension or bradycardia was reported. The follow up contact stated the entire episode start to finish lasted approximately 20 seconds. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.